Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. The mother reported a blood glucose reading of 300 mg/dl during the phone call. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.